Manufacturer narrative:
The spacelabs¿ field service engineer investigated the failed state. The device was rebooted, and passed all tests. During the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur, however spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs¿ received a report on (B)(6) 2018 that the arkon anesthesia machine entered a fail safe state while on a patient. No injury was reported.